Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2012-04760. It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. This 1.75mm rotablator rotalink plus along a rotawire were a selected; however; while the operator was testing the kit before insertion the rota burr severed the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable. Additional information has been requested and is not available.